Event description:
6/4/93 at 2131 71 year old patient with chronic respiratory disease to ER with respiratory failure. Responded well to initial bronchodilator treatment & aminophylline infusion. At 2230 a foley catheter was inserted without difficulty. It had been in place approximately 10 minutes and had drained 75cc urine when "there was a pop sensation heard and the patient noted lower abdominal pain in the rectal prostate region". The catheter self-extruded with a ruptured foley balloon. There was some minimal bleeding noted. A 24 fr foley was placed with no return, removed. A 16 fr foley was attempted & discontinued when it met resistence. A supra public drainage tube was then inserted with 800cc of urine obtained after patient was given IV lasix. (Diagnosis: respiratory failure, asthma, copd, mi, and urethral trauma.) Patient initially had difficulty voiding and then had trouble with post voiding residuals. There was also swelling of the penis and scrotal skin. A consult with a urologist was obtained on 6/7. As of 6/10, patient began to boid in significant amounts with the supra catheter clamped. It was discontinued 6/11 and the patient was discharged home.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated short term complication of procedure, balloon. Conclusion: device failure directly caused event, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.